Event description:
It was reported that during a percutaneous coronary intervention (pci) the shaft broke. The 90% stenosed eccentric and de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending artery (lad). The 4.0x15mm quantum maverick monorail balloon catheter was advanced for post-dilation, however during advancement the shaft broke about 60 cm from the hub. The balloon catheter was removed with the guide catheter. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) the shaft broke. The 90% stenosed eccentric and de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending artery (lad). The 4.0 x 15 mm quantum maverick monorail balloon catheter was advanced for post-dilation, however during advancement the shaft broke about 60 cm from the hub. The balloon catheter was removed with the guide catheter. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with a complete separation of the hypotube 64cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).